Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment of a black screen, the programmer powered up to an error. The hard drive was reconfigured, reloaded and updated with software. It was noted during analysis that the stylus was not functional, the stylus was replaced and re-calibrated. Analysis also noted that the lower display bullets were missing, rear display was damaged, and the programmer failed right antenna connection at functional. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.